Event description:
It has been reported to co that the occlusion balloon wire kinked which resulted in the occlusion balloon to deflate. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician inserted the stent deliver catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and during the exchange the occlusion balloon wire kinked which caused the occlusion balloon to delfate. The physician removed the device and replaced it with another to complete the case. The patient is reported to be fine.